Manufacturer narrative:
H.6. Investigation summary one open and six sealed 31g x 5mm pen needle samples and four photos returned from lot. No. 9204738, cat. No.320129. Visual examination was carried out the returned open sample and a bent non patient end of cannula was observed. Due to the condition of the opened sample no clog test could be carried out. A clog test was carried out on the six sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that needle was unable to be primed prior to use with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from japanese to english: upon air purge, the drug didn't come out.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle was unable to be primed prior to use with a bd pen ndl 31ga 5mm. The following information was provided by the initial reporter, translated from (B)(6) to english: upon air purge, the drug didn't come out.